Event description:
The only information known about the 2.5x12 xience v is that the "stent dislodged from the uninflated balloon". However, there was no report of a patient issue. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v found blood visible on the shaft and on the balloon, consistent with the stent delivery system (sds) being advanced into the patient anatomy. There was contrast in the inflation lumen and in the balloon, consistent with preparation. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the distal shaft 10.1 cm distal to the guide wire exit notch. There was a bend in the hypotube 50 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgment. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, attempts were made to obtain clarification from the account as to when the dislodgement occurred; however no further information was available. It is possible the stent dislodged during use in the patient anatomy and remains there; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, with the limited information available and without the stent to examine, a conclusive cause for the stent dislodgement could not be determined.